Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on recorded episode. Subsequently, it was noted that the patient was listed as deceased. The cause of death was unknown. The lead status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally confirmed by the clinic that the patient was admitted for hospice and had end state congested heart failure.